Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 13-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure migrated to uterus, now in her uterine lining and migrating toward her abdominal muscles (seen as embedded device). She would have to have a hysterectomy due to complications related to essure. This event is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of embedment were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event (unrelated) and several non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 ((B)(4) awareness date (B)(6) 2015). It refers to the child of a female consumer of unspecified age in united states who had essure inserted. The insertion was an incredibly painful experience. Since placement she had dealt with several painful cramping during period times even though she had ablation, painful cramping, frequent migraines (she used to only have one a year on average), fatigue, weight gain, severe lower back pain, sharp, sudden abdominal pain even when she rolled over in bed, frequent and reoccurring yeast infections as well as bv (bacterial vaginosis) infections (when she only had maybe 5 in her entire life before essure). She also had multiple ovarian cysts including hemorrhagic cysts since placement, experienced painful intercourse, brain fog, forgetfulness, anxiety, mood swings, elevated blood pressure and cholesterol levels which she had never had prior, and hair loss. The consumer stated she would have to have a hysterectomy due to complications related to essure. She recently had several ultrasounds done and found that one of the essure implants had migrated to her uterus and was now in her uterine lining and migrating toward her abdominal muscles. She had 5 children with no problems and stated that it was horrible that she should have to have a hysterectomy when her reproductive systems were normal and healthy prior to essure. She considered all events related to the device. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and essure migrated to uterus, now in her uterine lining and migrating toward her abdominal muscles (seen as embedded device). She would have to have a hysterectomy due to complications related to essure. This event is serious due to medical importance and listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of uterine perforation, mainly during insertion. In this particular case, the exact date and mechanism of embedment were not known, however given its nature a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, another serious event (unrelated) and several non-serious events were reported. No active follow-up will be pursued, as this case was identified during health authority website monitoring.